Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 303344, lot: unknown. It was reported that the bd syringe 1ml s/t w/ndl 27x3/8 ib had a syringe needle connectivity issue. The following information was provided by the initial reporter: we are having some issues with this product. Our original#: 303327 is still on backorder it sounds like so we are using the #: 303344 as a sub. The issue that is being surfaced to us is that the needle is actually disconnecting from the syringe post-administration and is remaining stuck in the patients. I need to know if you have heard this happening elsewhere.

Manufacturer narrative:
(B)(4) syringe needle connectivity issue. One photo was provided to our quality team for investigation. The image shows a fully assembled loose syringe and placed needle next to it without needle shield. No defects are observed in the provided photo. It is recommended to hand tighten the needle onto the syringe prior to use. A batch number and a physical sample is required for a more thorough evaluation and potential root cause determination.

Event description:
No additional information was provided.